Event description:
Medical records received. After review of the medical records it was found the patient was revised on (B)(6) 2010 for pain and to rule out loosening and infection. There was no loosening or infection found. The head and liner are being reported for pain. The cup and 3 screws have already been reported in (B)(4) for loosening, so pain will be added to that complaint. The stem and sleeve will be added to (B)(4) for pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the available information, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.